Event description:
No additional information.

Manufacturer narrative:
Investigation results: no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Because the specific leakage site and abnormal state of the defective sample cannot be identified, and has not received the defective sample for analysis, so the root cause of leakage cannot be determined. The plant will continue to monitor such defects.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Patient admitted on (B)(6) 2025 at 09:22 for ¿chemotherapy following diagnosis of non-hodgkin lymphoma over one month ago.¿ on admission, vital signs were: t: 36.6°c, p: 80 bpm, r: 20 bpm, bp: 128/65 mmhg. Based on the patient's condition, the nurse administered intravenous fluid therapy at 10:00 per physician's orders. At 10:30, the patient reported leakage at the y-tube connection of the indwelling needle. Upon inspection, the nurse confirmed fluid leakage, immediately removed the tubing, replaced the indwelling needle, and reinserted it. The infusion is now complete with no further leakage observed.